Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when interrogated, the patient's system came back with high lead impedance. The patient has been referred for a revision. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient is able to flip their device under their skin. The physician speculated that the patient flipping the device may have caused a lead break, resulting in high lead impedance. The patient was scheduled for a full revision. The physician plans to place the new generator in the patient's back so the patient can't touch it. It was further reported that, per the physician, the pin was fully inserted at the time of implant (pin seen fully inserted and clicks heard when screwing in lead). No x-rays or device diagnostics available. It was also reported that the physician had disabled the patient's device. Per the physician, the patient's mother reported that the patient would not keep his hands off the incision and ripped bandages off within first 4 days post-op. The suspected cause of the high impedance is patient interference. The report of the patient's device migrating ("flipping") is captured in MFR. Report #1644487-2025-10267.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without additional information. H10, related report number, corrected data: initial report inadvertently submitted without associated MFR. Report number.